Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to noise and increased sensing integrity counter (sic). The lead was reprogrammed; however, the lia triggered again the next day. The physician and patient opted to turn off high voltage therapies as the lead was implanted for primary prevention reasons. The lead remains in use. No patient complications have been reported as a result of this event.